Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for the single leaflet device attachment, requiring intervention to prevent a permanent impairment. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation of grade 4+. The mitraclip was advanced and good results were noted on grasp attempts. The clip was deployed without issue at the anterior 2/posterior 2 (a2/p2) leaflet segment and the mitral regurgitation was reduced. It was then noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mitral regurgitation increased back to 4+. Two additional mitraclips were implanted on either side of the detached clip and the mitral regurgitation was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.